Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Returned product consisted of a coyote balloon catheter. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded with the folds present. The inner shaft was buckled at the distal edge of the proximal markerband. Microscopic examination revealed that the inner shaft at the proximal end was buckled from the distal edge of the markerband distally for 1.5cm. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the shaft wall. The shaft was microscopically examined and a hole was revealed 1mm distal of the proximal markerband. The damage to the inner shaft is consistent with that of interaction with a guidewire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 31-mar-2015. It was reported that catheter wire lumen damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior tibial artery. A 2.0mm x 220mm x 150cm, coyote¿ balloon catheter was selected to dilate the target lesion. However, following removal of the device, it was noted that the guide wire lumen was turned into like an accordion. The procedure was completed without patient complications reported and the patient's status was good. However, returned device analysis revealed a shaft hole.